Event description:
UK affiliate reports corneal ulcer. 1/21/98 - no answer. 1/22/98 source describes a pt who wore surevue successfully for several years then stopped because he moved away. He returned to the area and was refit with surevue and within 4-5 weeks he developed a 4-5mm peripheral temporal corneal ulcer os. Onset was mid december. He was referred to the eye hospital for treatment and he has since recovered with some scarring evident. No visual deficit was noted due to the location of the ulcer. The etiology of the ulcer remains unk.